Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
While deploying a smart control stent in a moderately calcified/tortuous right common iliac artery with an 80% stenosis the stent was reported to have jumped forward. The proximal portion of the lesion was not covered and a second stent was implanted in order to fully cover the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15258277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The patient's gender and age were unknown. The target lesion was the right common iliac artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 80%. Ipsilateral approach was taken. A smart control (smart control, iliac 8x40ml, complaint product) was delivered to the target lesion. During deployment, the stent jumped forward and the proximal lesion was not covered. A additional stent (details unk) was placed at the proximal part of the lesion. The target lesion was fully covered and the procedure was completed. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU.